Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity (asymptomatic cataract) . Lens remains implanted. Problem was not resolved. Status of eye is asymptomatic. Cause of event is reported as unknown.